Event description:
The infusion pump received at the service facility with a vague report that it was used on a pt and the pump had an "inaccurate flow rate". No pt injury was reproted. No additional information was able to be obtained.